Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.8-12.0cm from the connector pin and at 39.5-40.4cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 39.4-41.5cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 25.9-26.5cm from the distal tip. The etfe coating was intact at this location.